Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. The revision surgery was performed due to joint pain. During the revision surgery it was found that there was acute soft tissue inflammation from multiple osteophytes on the lateral trochanter. The surgeon removed the hip head and neck, replacing them with new product.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.